Event description:
A family member alleges the walker broke on the left side as his mother was using it. Also stated the left side would not move. End user's on stated that about 6 months ago he put bigger wheels on the walker to make it more stable. Reportedly the walker collapsed during use. Son stated that the walker seems to move about 5 inches at the bottom left and it was never well aligned. Mother was bruised and remained for an extended period of time on the floor. No medical intervention.